Event description:
It was reported that during a cryoablation procedure, compound muscle action potential (cmap) fell below threshold two heartbeats in a row, so a double stop was performed. At the same time of the double stop, twisting of the right diaphragm disappeared. Phrenic nerve palsy (pnp) remained when the patient left the catheterization procedure room. The case was completed with cryo. The patient was not recovered from the pnp at discharge from the hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files do not show system notices or issues for the date of event. Bin files also show at least eleven injections were performed with 2af284 /82303-32. No product has been returned for investigation. This is a clinical issue encountered during the procedure. No product malfunction reported. In conclusion there is no indication of product malfunction and no product to be returned. The clinical issue (phrenic nerve injury) encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.